Manufacturer narrative:
The reported event of ble unavailable was confirmed. Based on the information provided, it was seen that the device disconnected from the merlin application on (B)(6) 2024 and was still unable to be discovered on (B)(6) 2024. The root cause of the ble telemetry being unavailable was unable to be determined with the information provided.

Event description:
It was reported that the insertable cardiac monitor (icm) exhibited bluetooth telemetry loss. The icm was explanted and replaced with a pacemaker. Patient condition was stable throughout.